Manufacturer narrative:
No critical pump error or open book image noted during testing. Device passed self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During visual inspection, found electronic stack with moisture damage. Motor, force sensor and motor home switch also had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image. Customer's blood glucose level was unknown. Customer reported that there was no any other insulin pump error. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.